Manufacturer narrative:
B5: correction added h6: patient codes corrected from sepsis and tachycardia to no clinical signs symptoms or conditions h6: impact code corrected from hospitalization or prolonged hospitalization, imaging required, unexpected medical intervention to no health consequence or impact.

Event description:
Reported via clinical study it was reported that possible sepsis requiring hospitalization occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro closure device was implanted on (B)(6) 2025, the patient presented to the hospital in atrial fibrillation with rapid ventricular response (rvr), and was hospitalized, treated with intravenous amiodarone and cardioversion. The patient was evaluated for cellulitis; blood cultures were negative. The diagnosis was atrial fibrillation with rvr with the suspected cause being atrial fibrillation (which was a pre-existing condition). The physician stated that the relationship of the potential sepsis was possibly related to the implant procedure. The patient was discharged five (5) days later on oral antibiotics. This event was further reviewed by boston scientific medical safety, and it was determined to have been reported in error. Therefore, this event is being withdrawn. Based on the information available and provided atrial fibrillation (afib) with rvr and cellulitis would not be related to the watchman device as afib is a precursor to receive the watchman device. If the patient was diagnosed with sepsis the origin of the sepsis needs to be clear and that the watchman device implant is not involved meaning there are no signs of vegetation or infection around the closure device itself. It was further added by the site, that this event is not related to device and or procedure, as cellulitis was determined to be possibly related to an intravenous catheter site.

Event description:
Reported via clinical study. It was reported that possible sepsis requiring hospitalization occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro closure device was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented to the hospital in atrial fibrillation with rapid ventricular response (rvr), and was hospitalized, treated with intravenous amiodarone and cardioversion. The patient was evaluated for cellulitis; blood cultures were negative. The diagnosis was atrial fibrillation with rvr with the suspected cause being atrial fibrillation (which was a pre-existing condition). The physician stated that the relationship of the potential sepsis was possibly related to the implant procedure. The patient was discharged five (5) days later on oral antibiotics.